Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving13.52 mcg/ml fentanyl at a dose of 290 mcg/day and 2.704 mg/ml of bupivacaine at a dose of 58.109 mg/day via an implantable infusion pump for malignant pain. It was reported that the patient had myeloma cancer. The patient went into the hospital for diarrhea. The patient had c-diff and this was why she went to the hospital. When she got there the patient went in through the emergency room and the doctors said they wanted to do an MRI. They did the MRI and admitted the patient. The MRI was done on (B)(6) 2018. The lady that did the patient's medication came three days later because the patient had been switched from morphine to fentanyl the previous week. The lady noticed that the pump had stalled on (B)(6) 2019 at 20:32 hours. It said stalled and no recovery of pump. The pump did not say it recovered until (B)(6) 2018. The patient was going through withdrawals. The patient's managing healthcare professional (hcp) was contacted and said they could not bring the patient to where she was at before with the medication, so they adjusted it and incrementally started bringing it back up again. The patient was in the hospital for two weeks. A month went by and the patient had to go back to the hospital again. In between hospital stays the hcp was giving the patient boluses and was fine. The hcp determined how much to bring up the patient's medication based on how many boluses she had given herself. When the patient went back to the hospital a second time a month later it was for c-diff and dehydration. This time they kept the patient for five weeks. The patient was complaining of pain,and they said she could have her boluses. The patient's husband gave her a bolus and then the patient's blood pressure dropped like dramatically where they had to call a response time, thought to be 50/40. The patient's managing hcp did not think it was the medication, he thought it was a coincidence and the oncologist thought it was the medication. They thought the patient might have corvasal, glandular problem. So they gave the patient medication for high blood pressure/low blood pressure. The patient had been pretty stable and then on (B)(6) 2018 the physical therapist was here and the patient was complaining her legs were hurting. The husband gave the patient a bolus and her blood pressure dropped from 80/62 within minutes to 67/50. The husband administered the medication for blood pressure the hospital gave her and so far she had been okay. They called the oncologist and they said as long as the patient did not go below 70 she did not have to go to the emergency room. The situation was resolved. The patient was to see their managing hcp on (B)(6) 2018 and wanted to know if there was a way to tell if the pump was malfunctioning. No further complications were expected or anticipated. The patient's medical history included neuropathy. Additional information was received from a healthcare professional (hcp). It was reported that the patient's weight at the time of the event was unknown. Additional information was received from a healthcare professional (hcp). It was reported that to clarify "it was questioned if the pump was malfunctioning during boluses", the pump was stalled after MRI. The cause of the blood pressure drops occurring was determined to be caused by sepsis.